Event description:
It was reported that the patient recieved 5 inadequate shocks, due to oversensing, during revision the physician noted insulation anomaly. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The insulation was abraded at 9 cm - 9.5 cm from the end of the connector pin. Abrasions are consistent with constant friction with another implantable device.